Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07379. (B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Subsequently index procedure was performed. Target lesion #1 was located in distal left anterior descending(lad) with 80% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.50x12mm promus element¿ plus study stent. Following post-dilatation, residual stenosis was 5%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient presented with chest discomfort. However nuclear stress test was found to be negative and the chest pain was relieved with medication. Subsequently, the patient was hospitalized and was referred for cardiac catheterization. Patient's coronary angiography revealed 80% stenosis distal to the previously placed study stent, 50% isr at the proximal end of the previously placed study stent and isr of pattern 1d in mid lad. The 80% stenosis was pre-dilated using a 2.5x8.0mm apex balloon catheter, resulting in reduction of flow in lad which was treated with placement of a 2.5x8mm promus drug eluting stent and a 2.5x8mm non-bsc stent in an overlapping manner. The physician treated the 50% isr with balloon angioplasty using a 2.75x8.0mm apex balloon catheter, resulting in less than 10% residual stenosis. Post procedure, the patient was discharged on dual antiplatelet therapy.